Event description:
The pt was transferred on to the jackson spinal table. The pt was not in correct position, so the physician pressed the button to turn the pt and she fell off table. The locking mechanism is not fail safe and if the turn handle is left at a certain point and not cranked all the way around to the locking position, the table will move and the pt will fall off. When the handle is turned, the user does experience some resistance at this initial point and it appears as if the lock has latched.